Manufacturer narrative:
At the time of this report an evaluation on the device had not been completed. Once an evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and visual and microscopic inspection confirmed the device had been used. The teflon pad was melted, split down the center, and was partially detached from the shaft. The damage to the pad is typically caused by closing the jaw without tissue between the blade and teflon pad. Ascent's instructions for use (IFU) states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." Additionally, ascent's IFU warnings and precautions states: "blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft." On (B)(4) 2009 a corrective action request (car) was initiated for ultrasonic scalpels. An evaluation of the melted teflon pads was completed and a cross functional team was assembled. An investigation was conducted which included performance validation testing which demonstrated the ability of ascent teflon pads to remain intact and in functional condition when used according to ascent's IFU. Each device was subjected to cutting tests using a test medium in worst case parameters as defined by a group of surveyed surgeons. Although devices used contrary to IFU indications may cause the teflon pad to melt and degrade at an increased rate, this will not result in risk to patient safety, and therefore, the car was closed on (B)(4) 2010. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that the tip of the harmonic scalpel borke off in the patient and it is unknown if the piece was retrieved from the patient. No harm to the patient was reported.